Manufacturer narrative:
Concomitant medical products: product ID: 8596sc, serial# (B)(4). Implanted: (B)(6) 2012, product type: catheter. Other relevant device(s) are: product ID: 8596sc, serial/lot #: (B)(4), ubd: 06-jul-2013, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative regarding an issue with a patient receiving lioresal (2000 mcg/ml at 300 mcg) via an implantable infusion pump. It was noted that the patient had a medical history of seizures. It was noted that during a pump replacement surgery the hcp had difficulty removing the catheter connector from the pump. The outer connector casing was tore up with attempts to remove it from the old pump were made. It was concluded via the catheter access port that the catheter was still working properly and it remained in service. There were no environmental/external/patient factors that may have led or contributed to the issue. No symptoms were reported and the patient was alive with no injury. The issue was reported as resolved. No further complications have been reported as a result of this event.